Event description:
The complainant reported a balloon burst. The tube was in place for 13 days, and the balloon burst on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.